Manufacturer narrative:
The manufacturer changed the patient code from 1930 to 2104. The following fields were updated in this follow-up report: b2 (required intervention), b4 (date of report), b5 (description of adverse event), f6 (date of becoming aware), f7 (follow up report), f10 (patient code) and f13.

Event description:
The clinician reported that 10 months after the dental implant was placed in ada site 23 in the patient's mouth, the implant lost osseointegration in type ii bone. This implant was immediately loaded. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that 10 months after the dental implant was placed in ada site 23 in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician reports the patient's infection. This implant was immediately loaded. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.